Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
Patient knee was painful and patella was unstable. No replacement device was used. Exchange of poly to properly wash out knee. Patella remained intact. Surgeon did a lateral release and patella was stable.

Manufacturer narrative:
The insert was revised to properly wash out the knee. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient knee was painful and patella was unstable. No replacement device was used. Exchange of poly to properly wash out knee. Patella remained intact. Surgeon did a lateral release and patella was stable.